Event description:
It was reported that inappropriate atp therapy and a hv shock were delivered. Non-sustained rv oversensing was observed due to far-p oversensing on the right ventricular channel. The oversensing was caused by a dislodgment of the lead. The patient received therapy for the oversensing. The lead was explanted and replaced. Patient was in stable condition before, during and after the procedure.